Manufacturer narrative:
Continued section e1 (phone #): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, granuloma, necrosis, capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV, small amount of liquid (maybe seroma), capsule fibrinoid necrosis, and ¿foreign body¿ cells, ¿foamy¿ macrophages, inflammatory lymphoid infiltrates¿ (captured as granuloma). The device was explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ granuloma: unable to observe. ¿ inflammation/irritation: unable to observe. ¿ necrosis: unable to observe. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV, small amount of liquid (maybe seroma), capsule fibrinoid necrosis, and ¿foreign body¿ cells, ¿foamy¿ macrophages, inflammatory lymphoid infiltrates¿ (captured as granuloma). The device has been explanted.